Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 600 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past three weeks. It was stated that the customer might have had a flu. Troubleshooting was performed. The programming in the insulin pump was correct. It was stated that the infusion set was changed to resolve the issue. It was stated that the high pressure could not be performed as customer has being at the school wearing the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.